Manufacturer narrative:
In regard to this complaint, a reusable 2.2 mm angled flared phaco needle was received for investigation. Visual inspection confirmed that the needle was broken at the tip. Traces of use were observed on the needle (small scratches). Since the batch number provided was not the format of usual bath numbers, the review of production records was not possible. Breaking of the tip of the phaco needle is a known occasional deficiency that is mostly the result of insufficient irrigation, and subsequent overheating, during use. A lack of irrigation may have various causes, including, but not limited to, improper placement of the phaco sleeve or unfavorable settings. However, no signs of overheating were detected in this case. Most likely cause of the breaking is normal wear and tear during use since the needles can be reused only 20 times, after that the risk of breaking is increased. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. Similar incidents and associated number of devices on the market were determined taking the number of incidents reported on breakage of phaco needles (ph-needle-broken failure mode as reported) and number of phaco needles distributed within time periods. Please note that the incident that is subject of this report is included in the table above. Further, please note that the number of devices distributed includes both disposable and reusable needles, and since some of them are reusable, the actual number of surgeries performed is higher than the number of devices distributed.

Event description:
We were informed that during cataract surgery, the tip of the phaco needle broke off while using ultrasound. No report that actual patient/ user harm occurred or surgery was prolonged / delayed due to the reported event.